Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported the pt has noticed an increase in her recharge burden. She admittedly stated that she is using more power from her scs system as she has in the past. The pt has agreed to monitor her recharge intervals and notify the MFR of any issues.